Manufacturer narrative:
Additional information: g2 (add source), h4, h6 (update codes), h11. Correction: d4 expiration date (update to n/a) and UDI #. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through three (3) one-link non-dehp microbore catheter extension sets. This issue was described as, ¿couldn¿t draw back once the product was hooked up¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.